Event description:
The customer reported the unit was dropped the defibrillation test fails during operating test. There was no patient involvement / adverse patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental report for failure analysis info: one therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.